Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, severely calcified and moderately tortuous lesion in the distal left circumflex artery. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured on the second inflation at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.